Manufacturer narrative:
The biomedical engineer (bme) reported that approximately once or twice a month, their g9 units in the ICU department display a "system failure settings" error message. The bme stated that nk tech support previously advised her to collect the log files from the g9 so an irc can be initiated to determine what is causing the "system failure settings" error. She was able to clear the error message by reinitializing the g9. Tech support (ts) informed her that the g9 must be running software version 01-48 or higher to capture the specific error logs needed for review. She stated the device in question is currently running version 01-45, so we would not be able to determine what triggered the error from those logs. Ts advised her that the g9 units need to be upgraded. She stated she received the 01-48 software media today. I advised her to proceed with upgrading the g9 units to version 01-48 and, if the issue occurs again now that the software was upgraded to 01-48, to pull the logs so we can submit them to nkc for an irc review. She understood. Customer plans to upgrade g9 units to software version 01-48. If the error recurs, logs will be collected and submitted to nkc to initiate an irc investigation. No patient harm was reported. Investigation conclusion: the unit was running on software version 01-45. The logs from g9s on this version would not record relevant data for system settings failure error. The customer was advised to upgrade to version 01-48 so that the logs would record relevant data for this error. The complaint could not be confirmed. Root cause could not be determined. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1 03/02/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 03/03/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional information: b4 date of this report, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type? H6 event problem and evaluation codes, h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that approximately once or twice a month, their g9 units in the ICU department display a "system failure settings" error message. The bme stated that nk tech support previously advised her to collect the log files from the g9 so an irc can be initiated to determine what is causing the "system failure settings" error. She was able to clear the error message by reinitializing the g9. Tech support (ts) informed her that the g9 must be running software version 01-48 or higher to capture the specific error logs needed for review. She stated the device in question is currently running version 01-45, so we would not be able to determine what triggered the error from those logs. Ts advised her that the g9 units need to be upgraded. She stated she received the 01-48 software media today. I advised her to proceed with upgrading the g9 units to version 01-48 and, if the issue occurs again now that the software was upgraded to 01-48, to pull the logs so we can submit them to nkc for an irc review. She understood. Customer plans to upgrade g9 units to software version 01-48. If the error recurs, logs will be collected and submitted to nkc to initiate an irc investigation. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that approximately once or twice a month, their g9 units in the ICU department display a "system failure settings" error message. The bme stated that nk tech support previously advised her to collect the log files from the g9 so an irc can be initiated to determine what is causing the "system failure settings" error. She was able to clear the error message by reinitializing the g9. Tech support (ts) informed her that the g9 must be running software version 01-48 or higher to capture the specific error logs needed for review. She stated the device in question is currently running version 01-45, so we would not be able to determine what triggered the error from those logs. Ts advised her that the g9 units need to be upgraded. She stated she received the 01-48 software media today. I advised her to proceed with upgrading the g9 units to version 01-48 and, if the issue occurs again now that the software was upgraded to 01-48, to pull the logs so we can submit them to nkc for an irc review. She understood. Customer plans to upgrade g9 units to software version 01-48. If the error recurs, logs will be collected and submitted to nkc to initiate an irc investigation. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that approximately once or twice a month, their g9 units in the ICU department display a "system failure settings" error message. The bme stated that nk tech support previously advised her to collect the log files from the g9 so an irc can be initiated to determine what is causing the "system failure settings" error. She was able to clear the error message by reinitializing the g9. Tech support (ts) informed her that the g9 must be running software version 01-48 or higher to capture the specific error logs needed for review. She stated the device in question is currently running version 01-45, so we would not be able to determine what triggered the error from those logs. Ts advised her that the g9 units need to be upgraded. She stated she received the 01-48 software media today. I advised her to proceed with upgrading the g9 units to version 01-48 and, if the issue occurs again now that the software was upgraded to 01-48, to pull the logs so we can submit them to nkc for an irc review. She understood. Customer plans to upgrade g9 units to software version 01-48. If the error recurs, logs will be collected and submitted to nkc to initiate an irc investigation. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.